Event description:
It was reported that a ngage nitinol stone extractor basket would not open properly during a flexible ureteroscopy surgery (furs). The device was tested prior to use in an uncoiled position, and the handle was in the straight position. No attempt was made to close the basket prior to removal from the plastic tray. While testing the device, a clicking sound was heard and resistance was felt. It was then used by passing through the ureteroscope and was able to retrieve the first stone. The first retrieval was successful; however, it did not open smoothly. When the process was repeated to remove another stone, the device failed to open. A laser was not used. The inner diameter of the ureteroscope used is unknown. No damage to the device was noted. The procedure was completed successfully by using a ncircle extractor. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: customer: (B)(6). E3: occupation: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a ngage nitinol stone extractor basket would not open properly during a flexible ureteroscopy surgery (furs). The device was tested prior to use in an uncoiled position, and the handle was in the straight position. No attempt was made to close the basket prior to removal from the plastic tray. While testing the device, a clicking sound was heard and resistance was felt. It was then used by passing through the ureteroscope and was able to retrieve the first stone. The first retrieval was successful; however, it did not open smoothly. When the process was repeated to remove another stone, the device failed to open. A laser was not used. The inner diameter of the ureteroscope used is unknown. No damage to the device was noted. The procedure was completed successfully by using a ncircle extractor. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. One device was returned in an open package with label. Upon inspection, there was a slight bend/kink in the distal end near the basket. No other damage noted. When the handle was actuated, the basket would not open/close. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR) for the reported lot, and no related non-conformances were identified. A database search for complaints on the reported lot found four additional complaints reported from the field. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the issue was identified as being with the basket assembly, which is a supplied component. A scar (supplier corrective action request) and CAPA (corrective and preventative action) were created to address the issue. The cause for the issue had not yet been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.